Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient didn't feel stimulation but knew stimulation was on because they would notice it when they laid down. The patient confirmed the stimulation wasn't uncomfortable and did not cause them pain, that was just how they knew stimulation was on and working. The patient stated they were used to stimulation and didn't notice or know when they stopped feeling stimulation. It was reviewed that the feeling of stimulation may go away with time as the body adjusts to stimulation. The patient stated they had a bladder infection, had urgency, frequency, and wasn't emptying their bladder in the last week or two before the report. The patient connected with their implant and saw stimulation was on, there was a check mark next to 2 and ¿then 2.8¿, indicating they were on program 2 at 2.8. The patient stated they were having a return of incontinence in the last week before the report and tried increasing stimulation a little. The patient increased on the call and felt stimulation. The patient noted that stimulation felt different than it used to when they first felt the pulse. The patient stated stimulation felt ok though and they would leave it there to see if it helped with their symptoms. It was noted that the patient changed the programmer batteries because they were dead. No further complications were reported.